Event description:
A nihon kohden (nk) employee reported that while attempting to modify the arrhythmia analysis settings at the central nurse's station (cns) for a zm telemetry transmitter alarming tachycardia for double counting, the cns shut down twice. No patient harm was reported.

Manufacturer narrative:
Details of complaint: a nihon kohden (nk) employee reported that while attempting to modify the arrhythmia analysis settings at the central nurse's station (cns) for a zm telemetry transmitter alarming tachycardia for double counting, the cns shut down twice. Although the cns options were visible, the arrhythmia analysis tabs were greyed out and should have been available for the zm telemetry transmitter being monitored at this cns. Technical support (ts) worked with the biomedical engineer (bme) to troubleshoot the issue, but rebooting both the cns and the muliple patient receiver (org) did not resolve the issue. The bme also stated that there was a remote network station (rns) monitoring the zm transmitter when the issue occurred. No patient harm was reported. Investigation summary: the customer replied to a follow-up request on 11/16/2023 that the heart rate double counting was due to a patient issue. They also replied on 11/20/2023 that the cns shutdown issue was related to a hospital power issue and an uninterrupted power supply (ups) battery issue. The cause of the incorrect heart rate issue was likely due to user error with ECG settings for the patient's condition. The cause of the cns's spontaneous shutdown issue was due to issues with the power source. The operator's manual includes details on preparing the device for ECG measurement for different patient conditions. The operator's manual also instructs the user to ensure that the device has a stable power source before use and to check this as part of regular maintenance. A review of the complaint device's serial number does not show other similar complaints. Review of the customer's complaint history does not show other similar complaints for both issues. Nk confirmed with the customer that the issues were due to user error with settings and external factors (hospital power). We could not confirm the malfunction of the device. Nk will continue to monitor and trend similar complaints. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided. A2 - a6 b6 - b7 d10 attempt #1 08/01/2023 emailed the bme for all items under the no information section. No reply was received. Attempt #2 08/15/2023 emailed the bme for all items under the no information section. Received an "out of office until 08/22/2023" reply. Attempt #3 08/21/2023 emailed the bme for all items under the no information section. No reply was received. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: zm transmitters: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na. Org: model #: ni serial #: ni. Device manufacturer data: ni . Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Rns: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na . Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
A nihon kohden (nk) employee reported that while attempting to modify the arrhythmia analysis settings at the central nurse's station (cns) for a zm telemetry transmitter alarming tachycardia for double counting, the cns shut down twice. No patient harm was reported.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6201a to pu-621ra. D4 additional device information / model #: corrected the model # from cns-6201a to pu-621ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Manufacturer narrative:
A nihon kohden (nk) employee reported that while attempting to modify the arrhythmia analysis settings at the central nurse's station (cns) for a zm telemetry transmitter alarming tachycardia for double counting, the cns shut down twice. Although the cns options were visible, the arrhythmia analysis tabs were greyed out and should have been available for the zm telemetry transmitter being monitored at this cns. Technical support (ts) worked with the biomedical engineer (bme) to troubleshoot the issue, but rebooting both the cns and the muliple patient receiver (org) did not resolve the issue. The bme also stated that there was a remote network station (rns) monitoring the zm transmitter when the issue occurred. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided. A2 - a6 b6 b7 d10 attempt #1 08/01/2023 emailed the bme for all items under the no information section. No reply was received. Attempt #2 08/15/2023 emailed the bme for all items under the no information section. Received an "out of office until 08/22/2023" reply. Attempt #3 08/21/2023 emailed the bme for all items under the no information section. No reply was received. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: zm transmitters: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Org: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Rns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.

Event description:
A nihon kohden (nk) employee reported that while attempting to modify the arrhythmia analysis settings at the central nurse's station (cns) for a zm telemetry transmitter alarming tachycardia for double counting, the cns shut down twice. No patient harm was reported.